Event description:
During a shoulder arthroscopy procedure, the surgeon and staff reporting fluid shooting out of the cannula and across the room after the scope is removed. Using a 5.8 cannula and 4mm scope on large cannula setting. Reduced the pressure setting from 60mmhg to 40mmhg and reduced the maximum flow rate. Inflow in one cannula with outflow to gravity through another cannula. Suction used only when the shaver was being used. Pump was removed from the room and the intelijet was used to complete the case. The pt's shoulder was observed to be edemateous when the drapes were removed. Pt suffred no other effects.